Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was between 120 mg/dl and 130 mg/dl at the time of the incident. The customer¿s husband reported error received after going in the pool and pulling of the belt clip, which is when the crack was seen. The customer reported the critical pump error image was displayed on the screen. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.